Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of a bard/davol ventralex. As reported, the attorney alleges the patient has pain and suffering for severe and permanent personal injuries.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of a bard/davol ventralex. As reported, the attorney alleges the patient has pain and suffering for severe and permanent personal injuries. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with ventral incisional hernia thereby underwent open hernia repair with the implant of ventralex mesh. Per operative notes, "the hernia sac was identified and isolated. A ventralex patch was placed and sutured." On (B)(6) 2014 - patient underwent wound exploration and placement of wound vac. On (B)(6) 2015 - patient was diagnosed with infected mesh thereby underwent laparoscopic lysis of adhesions and removal of mesh. Per operative notes, "the adhesions were taken down. The infected mesh was excised and removed from the abscess cavity. The cavity was irrigated." Attorney alleges that the patient had abscess, adhesions, infection, nerve damage, pain, seroma and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of ventralex mesh, patient was diagnosed with infection, seroma, impaired healing and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, seroma and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Updated fields: a2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e1, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.